Event description:
The user facility reported a 89-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an inserted 14 fr introducer kinked during impella cp implant. The kink resulted in unplanned resistance during the delivery. There was no patient harm and the pump was able to advance to the intended location despite the complication.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported introducer damage ¿ mechanical has been completed since the original report was filed. No product was returned for evaluation. It was noted in the clinical that the patient has moderate and severe tortuosity femoral arteries. The root cause of the introducer damage was most likely due to the patients tortuous anatomy of the femoral arteries.